Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified that the test that was done was a carpal tunnel evaluation test and that they had electrodes attached to their left arm. The patient re-stated that very soon afterwards, they experience unusual up and downs of stimulation that had never happened before. This continued until the next day. The patient decided to contact their health care provider (hcp) and the hcp made corrective adjustments/adjusted the program. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their electromyogram nerve conduction test done the day of the report and since had been experiencing unwanted jolting and intermittent stimulation. Patient turned stimulation off for the test and turned it back on after the test, and started feeling the intermittent jolting sensation ever 5-30 minutes. Patient was on 1.6v which they turned down to 1.5v, but it did not help. It was noted that the therapy had never done something like that before. Patient mentioned maybe their body needed time to recover from the nerve test they just had, but if it does not resolve they will turn it off. No further complications were reported.